Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, found the issues to be attributable to fluid intrusion on radio, resulting in error and the described burn damage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the fluid intrusion on radio. The device was unserviceable for the fluid intrusion problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was internally burned. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.